Manufacturer narrative:
(B)(4). Date sent: 1/22/2020. D4: batch # unk. H2: additional information received: did the clip feed sideways into the jaws of the device? No further information is available. Did the clip fire from the device? No. Was the clip malformed after firing? The event occurred when the clip was fed into the jaws for the 3rd firing. No further information will be provided.

Manufacturer narrative:
(B)(4) date sent: 2/13/2020. D4: batch # t94l96. Investigation summary: the analysis results found that the el5ml device was returned with no damage in the external components. In an attempt to replicate the reported incident, the instrument was tested for functionality. During the analysis, the device was cycled and it fed and formed 10 conforming clips. The event described could not be confirmed as the device performed without any difficulties noted. The reported complaint could not be confirmed. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances related to the reported complaint condition were identified.

Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot and no non-conformances were identified. Attempts are being made to obtain the following information and the device: did the clip feed sideways into the jaws of the device? Did the clip fire from the device? Was the clip malformed after firing? To date no response has been provided and no device has been received. If further details or the device are received at a later date, a supplemental medwatch will be sent.

Event description:
It was reported that during a laparoscopic cholecystectomy, a malformed clip, whose one leg was longer than the other leg, was fed into the jaws before the third firing. The device was used on the cystic artery. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.